Event description:
Pt was seen on 1/30/97 for a routine office visit. Egm's displayed noise and an aborted episode. R waves and pacing impedance were high. Pt was admitted to the hosp. And on 2/3/97 the lead was explanted.

Manufacturer narrative:
H.3 eval summary: a longitudinal tear in the insulation was observed on the df-1 leg of the lead. The fracture surface was not smooth and there were marks on the inside of the tubing consistent with the conductor coil windings at the proximal edge of the tear. This damage suggests that the lead insulation and outer conductor coils, resulting in the coil windings crushing the internal diameter of the outer tubing and breaching the insulation. It is likely that the lead was dressed in a manner that allowed the lead body to be in direct contact and under consistent compressive force with the pulse generator. The user manual advises loosely wrapping excess lead length under the pulse generator before placing the excess and the generator in the subcutaneous pocket. H.6 code 86 = x-ray inspection.